Manufacturer narrative:
All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that the patient with this right ventricular (rv) defibrillation lead cut the device out of their chest. This lead was partially severed. Rv pace impedance was >2000 ohms. Noise was not present and the patient had not received any inappropriate therapy. The device was placed back in the pocket. It had not been determined yet whether or not to replace or remove the system. No adverse patient effects have been reported.

Event description:
Additional information was received that the system was explanted at a later date due to a patient infection. No additional adverse patient effects have been reported.